Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient-device incompatibility (wall apposition) could not be determined; however, factors that may contribute to patient-device incompatibility (stent not fully apposed to vessel wall) include, but are not limited to, stent placement, patient anatomical morphology (stenosed), inflation problem, or under sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported patient-device incompatibility. A conclusive cause for the reported patient effects of thrombosis and the relationship to the product, if any, cannot be determined; however, the subsequent treatment of unexpected medical intervention appears to be related to the operational context of the procedure. The reported device damaged by another (explanted) appears to be related to interaction with an unspecified guide wire. The reported patient effect of thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that that the 3.0x48mm xience xpedition was deployed in a moderately calcified tibial artery with standard post dilatation performed. However, it was noted that a non-abbott thrombectomy system was used on the freshly stented area due to new forming of clots. It was observed the stent was malposed and was explanted with an unspecified guide wire. A 3.5x38mm xience sierra was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.